Event description:
Event description guidant received information that, during a pulse generator replacement, this left ventricular lead would not pace, even at 10 volts. The sensing was good. The physician suspected the integrity of this lead, so he elected to explant it. It was late, the doctor was tired, so he decided to place another lead one month later. The explanted lead has been returned for analysis.